Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up, down, and okay buttons were intermittently unresponsive and worn symbols for a few months. The reporter stated that rubber was peeling near the okay button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn near the ok button, and all of the keypad symbols were worn and illegible. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.